Event description:
It was reported that a patient was treated with the reported screw. While reducing/inserting the rod the head of the thread came loose. The patient was revised the next day with an available replacement, (B)(4).

Event description:
It was reported that a patient was treated with the reported screw. While reducing/inserting the rod the head of the thread came loose. The patient was revised the next day with an available replacement, 482311590.

Manufacturer narrative:
Method: visual inspection; complaint history review (analysis); manufacturing record review; risk assessment. Result: the returned tulip and bone screw were examined and confirmed to be disengaged during evaluation. The head of the bone screw had 2 large dents at its cylindrical edge, which extended on to two of the teeth of the screw head. The tulip was examined further and the retaining clip was confirmed to be deformed. This suggests that the screw was implanted and tightened at a maximal angle. Additional causes for the disengagement were identified as obesity of the patient and the application of cantilever loads during implantation. Complaints from 02-apr-2008 to 11-jun-2013 databases and a review manufacturing records of the lot# b06505 did not reveal any similar complaints for this lot. Additionally, the raw material was verified by the external laboratory (critt), the material was found conform to the specifications. Evaluations of the manufacturing records for the involved product didn¿t reveal any nonconformity. The process of screw insertion, tightening and final tightening is described in detail in the surgical technique. Additionally, the surgical technique warns the user not to exceed 12nm and to use the anti-torque key when performing final tightening. CAPA (B)(4) was initiated for preventive action to monitor xia 3 polyaxial screw disassembly to ensure that the occurrence of failure remains under limit and to manage monitoring of improvement shown by released optimized design iterations. Conclusion: the disengagement of xia 3 titanium polyaxial screw tulip is attributed to the over-tightening of the screw and the high angulation of the implanted screw. The head of the screw possessed 2 large imprints; the location of these imprints substantiates that tightening was performed with the screw implanted at the maximum angle, as the imprint is located at the border of the cylindrical part of the bone screw and continues onto two of the screw teeth. Furthermore, the retaining clip was very deformed on one end, which also suggests over tightening of the blocker on to the screw.